Event description:
It was reported that multiple alarms were observed, during a pump system check, including successful cartridge loading and bolus delivery, with drops noted at the end of the cartridge pigtail. No information was available regarding the impact on the customer's blood glucose level. The pump remained in working condition after being left on for 24 hours, with no alerts or alarms occurring during the system check.